Event description:
It was reported via our distributor that the size of the implant wasn't noted on the label. The sales rep called stryker france in order to find out what the size of the implant was.

Manufacturer narrative:
Investigation in process. No additional information to report at this time.